Event description:
Pump was reported to overinfuse during clinical use. Pump was programmed to infuse a 1000 units of heparin at a rate of 25ml/hr (=1000 units). The pump reportedly infused 225ml (=9000 units) in an unknown timeframe. The drip was stopped and blood was drawn but no additional medical intervention was needed and no adverse outcome resulted. Although baxter attempted to obtain information regarding specific patient information, pump programming and set-up information, and the tubing product code and lot number being used, the account had no additional information.